Manufacturer narrative:
The reported event of unstable capture was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement level. Electrical and mechanical tests performed including ventricular capture tests indicated normal results and visual inspection of the header and connectors found no contaminants or foreign material that could have contributed to the reported complaint. Longevity assessment was performed, and the pacer was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, there was increased threshold capture resulting in loss of capture of an unknown right ventricular (rv) lead. Both the rv lead and device were explanted and replaced to resolve the event and the patient was in stable condition throughout the event.